Manufacturer narrative:
The device, was used in treatment was not returned for evaluation with all additional information provided we have not been able to establish a relationship between the reported event or determine a root cause. The manufacturing records show no evidence that the product did not meet the specification at the time of manufacture. A complaint history review found other related failures. Probable cause may be an obstructed fluid supply. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. Smith and nephew will continue to monitor for any adverse trends relating to this product. No further investigation is required.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that water jet line flow is too slow even adjusted to level 10 but it still unable to cut necrosis tissue therefore physician decided to change the new hand piece. No harm or injury reported.